Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system, including an ipg, on (B)(6) 2010. During the implant, the physician noted the amplitude could not be increased. Intra-operative testing via the ipg found that the lead showed invalid impedance measurements on contacts 1-8, but contacts 9-16 showed no abnormal readings. The physician confirmed the lead was inserted into the ipg header completely. As the physician did not have a replacement ipg on hand, the ipg was implanted. It is currently unk if the ipg will be explanted and/or returned. The lot number was not provided; therefore, no mfg or expiration date could be found. No add'l info was available.